Event description:
Per the clinic, the patient was prescribed topical and oral antibiotics (date and duration not reported). There are plans to reposition the device, however, it is unknown if this has occurred as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021. There are no plans to re-implant the patient with a new device as of the date of this report.

Event description:
It was reported the patient developed an infection at the irritated incision site which is oozing. Explantation is planned but has not yet occurred as of the date of this report.

Event description:
Per the clinic, the patient underwent a revision surgery (date not reported) in order to reposition the device.

Event description:
Per the clinic, the patient underwent a debridement of the implant incision site on (B)(6) 2020, due to skin issues. The implanted device remains.